Event description:
It was reported that during a laparoscopic sleeve procedure the knife didn't cut, staples didn't close in "b" shape and didn't release in the expected pattern. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the ec60a device was received for analysis with no visual non-conformances and with two ecr60g cartridge reloads present. Cartridge (b) was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Cartridge (c) was received fully fired and in good visual condition. The returned device and cartridge reload (b) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. No shortcut or absent cut were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence, the belief is that the complication was probably one or an interaction of some combination of the following factors: tissue thickness to cartridge mismatch, a migrant staple picked up by the knife, or crossing of an existing staple line.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: based on the photographic evidence, the belief is that the complication was probably one or an interaction of some combination of the following factors: tissue thickness to cartridge mismatch, a migrant staple picked up by the knife, or crossing of an existing staple line. Additional information requested but unavailable: was the quantity involved 1for both the device and cartridge? Will the device and cartridge be returned for analysis? How was the procedure completed? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?